Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d 4. Unique identifier( UDI) additional information was requested, and the following was obtained: 1. The event description provided mentions a quantity of 3 sutures and 33. Can you please clarify the correct quantity of sutures that has the issue of pulling off? - there was 1 package, which consisted of 36 threads: 34 pieces from this package had a problem with tearing off the thread from the needle, two unopened units remained (perhaps they also have this problem, but they did not have time to open and take them to work). It turns out that 34 threads in a row from one package had a problem with tearing off from the needles. The clinic purchased 3 packs of this lot. There is no information about the quality problem of the other two packages. The following information was requested, but unavailable: 1. Did the events occur pre-operatively or is it unknown when the events occurred? 2. What is the total number of patient events? 3. When did the 34 sutures experience the problem of tearing off the thread from the needle, (in the package/removal from package /during passage through tissue)? Or is it unknown when the thread tore off the needle? This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? During passage through tissue. Did the needle fall into any of the patient? No. If yes was the needles piece removed from the patients during the same procedure? No. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? All patients are well. Was any other tissue damaged as a result of searching the needle? No. Could you please clarify if the patients suffered from any signs or consequences due to the issue? Please provide more information patients were not injured as a result of the thread breaking off the needle. Only the healthcare workers at the medistar clinic saw the needle break off the thread at the slightest pull. In event description indicates "these threads were used by several operating teams and they all got the same result" could you please clarify below information: were these cases previously reported to ethicon? Several operating teams worked with threads from this package, all noted cases of thread breakage with a needle when pulled. No case has been previously reported to ethicon. Patients were not injured because the staff, after tearing the needle from the thread, each time used a different suture material to replace it. If no, please create additional complaint files and provide the reference number. No information about the quantity and dates of use of threads. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The information provided mentions a quantity of 3 sutures and 33. Can you please clarify the correct quantity of sutures that has the issue of pulling off? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m. Related events captured via 2210968-2023-00916 and 2210968-2023-00918.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. During passage through tissue, the suture was very easy to tear off at the place where the thread was attached to the needle. The doctors used other threads and there were no adverse patient consequences. Additional information has been requested.